Event description:
Reporting status: serious injury/allergic reaction. Reporting rationale: allergic reaction after stent procedure. Device issue: none. It was reported that the patient had a stent procedure in 2006. Since that time, the patient has experienced a rash for about 15 months non-stop. Reportedly, a dermatologist diagnosed the patient with a cobalt allergy. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance reviewed the incident information. It was reported that the patient developed a rash after stent implantation and was later diagnosed with a cobalt allergy. While it is unknown if the stent is the direct cause of the rash, the instructions of use (IFU) warn that "persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten and nickel) may suffer an allergic reaction to this implant. No device issues during the initial procedure were reported.